Event description:
Reporter alleged discrepant blood glucose results of 300 mg/dl back to back with a result of 71 mg/dl when testing was performed 10 minutes apart on the advantage system. Customer stated having low glucose symptoms at the time, however, did not indicate the location of the testing. It was stated customer self treated with food as a result of the comparison, however, there were no other actions taken or treatment associated with the results. A request was made for the return of the suspect and replacement product was sent. Advantage system: comfort curve test strip lot number 549607 with an expiration date of 04-30-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.